Event description:
During verification testing at the manufacturing facility, the device delivered less than expected, and did not alarm when the tubing was clamped distal to the device.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.